Manufacturer narrative:
The investigation is still in progress. When the investigation is done a supplemental report will be sent out.

Event description:
The customer reported a false negative with ID now covid-19 assay performed on a direct tested nasopharyngeal kitted swab. The customer stated this is pre-admission testing on patients who were suspected to have covid-19. The customer confirmed there was no patient harm due to test results. Additionally, the customer confirmed there was no delay or impact in treatment due to results.

Manufacturer narrative:
Additional information: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.